Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/23/2021. H.6. Investigation: bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "this is a report about a foreign matter in tube. According to the customer's report, an fm like a piece of paper was found in a tube before use. Bd is required to investigate the cause and prepare a closure letter."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "this is a report about a foreign matter in tube. According to the customer's report, an fm like a piece of paper was found in a tube before use. Bd is required to investigate the cause and prepare a closure letter."